Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection and erosion. It was noted that the device was not fully exposed and there was an area of the incision that was not healing. There were no additional adverse patient effects reported. The crt-p was explanted.